Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, claiming he is getting unexplained low blood glucose readings within the last 24 hours. On the morning of (B)(6) 2013, his breakfast reading was 101 mg/dl, at lunch 164 mg/dl, and at dinner 69 mg/dl. The patient reportedly did not check his blood glucose reading until 10 pm when it read 46 mg/dl. The patient had another low reading of 40 mg/dl later that night on (B)(6) 2013 at 2:30 am. At the time of concern, the patient had extreme sweat and was feeling confuse. His wife treated him with food before he contacted animas for assistance. At the time of the call to animas, the patient¿s blood glucose was 130 mg/dl. Troubleshooting indicated that there was use error associated with the reported event. The patient reportedly was overfilling the cannula with the wrong amount and was taking bolus insulin when his blood glucose was low. Before dinner, the patient changed the cartridge and inadvertently took a bolus of 0.5 units while filling his cannula. This allegedly caused the 69 mg/dl reading later at dinner time. Later that night the patient was tested at 46 mg/dl and was incoherent and confused. Reportedly, she took more bolus insulin and did not eat. She subsequently had another hypoglycemic reading in the middle of the night. This complaint is being reported due to use error and because the patient required treatment for a low blood glucose from his wife while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.